Event description:
Complainant alleged that upon arriving at the scene, CPR was being administered to a patient (age and gender unknown) with vital signs absent. The device's electrode pads were attached to the patient's chest and the device would not power on. The complainant stated the batteries were changed and the device would not power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.